Event description:
It was reported that, during an implant procedure, the patient's device showed impedance readings of >250 ohms. It was stated that one electrode pair, 0<(>&<)>1, showed >50 ohms when tested at 2v. There was no visible damage to the lead or extension. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 3095 lot# serial# implanted: explanted: product typ extension product ID 3093-28 lot# v779495 serial# implanted: (B)(6) 2012, explanted: product typ lead product ID 3037 lot# serial# (B)(4), implanted: explanted: product typ programmer. (B)(4).